Event description:
It was reported that an electrocardiogram revealed loss of capture of the left ventricular lead. The device was reprogrammed and the patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).